Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose (50 mg/dl) while at school. School nurse gave customer carbohydrates to raise blood glucose. Health care provider determined that carb ratio and basal rate were set too high.